Manufacturer narrative:
(B)(4). The sample was visually inspected and evaluated. This complaint could not be confirmed or duplicated under lab conditions with the returned sample. The root cause of the complaint cannot be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that a leak was found in the tubing during use. The nurse stated that the leakage was found from the tubing while the patient was changing the bags. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.